Event description:
While removing the introducer cannula the hub went off the needle. The needle stuck in patients back. The needle was removed with a minimal surgical intervention. According to the doctor, no further treatment is necessary. The pt is doing well.